Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: during investigation, there were frequent low battery warnings observed in the pump histories. The pump¿s electrical current draws were high. The pump was opened and there was moisture damage found on the printed circuit board. The short battery life was due to moisture damage. Unrelated to the original complaint, the pump case was found to be cracked near the top right corner of the display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.